Event description:
It was reported that during surgery to implant a sparc sling, the surgeon performed a cystoscopy and noted the bladder was perforated. The sparc was removed and another sparc was implanted during the same surgery. No further patient complications were reported in relation to this event.